Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, the aortic cross clamp was placed on the aorta by the surgeon in the usual fashion. It needed to be adjusted and the surgeon was unable to release clamp with one hand. The box lock clamp was stuck. It was reported to have taken two hands and a lot of effort to get the box locks open and the clamp to release. There was no patient injury or intervention. The open heart procedure was completed as planned.

Manufacturer narrative:
(B)(4):one (1) cv1186 cosgrove flex qck-bend 61mm fogarty-type was returned as the complaint sample. The etchings on the sample were noted to be legible: the lot code was displayed as h15 (aug 2015), the sample was possibly in use for more than 1 year. The sample appeared to be like new with few signs of usage: water spots, light surfaces scuff marks and scratches were noted particularly towards the working end of the sample. Upon initial visual inspection: the metal lubrication tag that is normally attached to the finger ring handle was missing and not returned with the complaint, also the sample¿s handles were noted to be ratcheted and locked onto the fourth ratchet position. The jaws at the working end were noted be clamped down tight as normal and the flexible segmented body of the sample was noted to be stiff yet still flexible as normal. The sample was released into the open un-ratcheted/loose position normally, next the finger ring handles and the clamping action was actuated multiple times: some coarse roughness was noted; however this was due to lack of lubrication, after lubrication, the product¿s clamping function actuated normally and smoothly. The ratcheting/tooth locking on the finger-ring handles were actuated and tested to lock completely onto the sixth ratchet tooth as normal. However releasing it into the open un-ratcheted position was difficult and required both hands and heavy force to un-hook the ratchet teeth. Customer reported the clamp could not be adjusted by one hand, it required a lot of effort and both hands to release the clamp; additionally it was reported to be stuck. Further functional testing was performed to recreate the failure mode reported. Official fogarty soft-jaw inserts by edwards lifesciences were used in the sample¿s clamp jaws; they snapped in, and locked into place normally. Next various sized cylindrical objects made of hard plastic and steel were grasped/clamped onto. The widths (thickness) of the objects were noted to range from 0.30 in to 0.45 inches. The sample was able to clamp down securely onto the objects and lock into the tightest possible ratchet tooth position. During the tightest locked position the tapping-test was performed on the finger-ring handles, to recreate any possible loosening or loss of grip and ¿popping¿ open; the ratchet remained locked, no loosening issues were noted. However, the sample¿s clamping tightness could not be adjusted or moved to a looser ratchet tooth position easily with one hand. The sample¿s finger ring handles required a significant amount of effort by using both hands to unlock the male tooth from the female teeth; this was determined to be non-conforming. It was further investigated that the issue was due to the orientation of the teeth and the angling of the finger ring handles, these two factors determine the ease of locking, unlocking and adjusting of the clamp via the finger ring handles by the end user. Further review with manufacturing personnel revealed that the orientation of the teeth were normal however the angling of the handles needed to be adjusted to loosen the locking of the teeth. This adjustment was performed by the personnel quickly and easily without the use of any tools, as a result the ratcheting of the sample was significantly looser but not too loose. This allowed for easier releasing/un-locking with one hand, the sample was further tested to function normally. It is most likely that personnel did not thoroughly check these functions and check for ease of use. No other issues were noted. Final visual check confirmed that (B)(4) beads were counted, the metal lubrication tag was missing, all etchings were normal, the swaged metal cable ((B)(4)) housed in between the beads was normal with no defects and no signs of corrosion or discoloration were noted. Device history records were reviewed for (B)(4) from lot code h15. All work instructions were completed accordingly. All deviations or non-conformances were handled appropriately and qa performed testing and all inspections passed. Conclusion(s): based on the investigation of the returned sample and functional testing, the reported failure mode was confirmed, the ratcheting mechanism on the finger ring handles were difficult to actuate and release from the locking teeth. Most probable root cause was determined to be personnel not checking the functionality of the ratcheting or overlooking the issue. No other defects or non-conformances were noted. The sample failure mode was adjusted easily by manufacturing personnel without the use of any tools, sample was determined to function normally. The applicable personal have been made aware of the issue.